Manufacturer narrative:
The end user reported that while ambulating in her home, the rear leg of the walker broke and she fell. She suffered a laceration to her right knee which required sutures. The sample was not returned for evaluation and no photos were sent. The overall condition of the walker is not known. We have not confirmed the issue or identified a potential root cause. The end user stated that she was using the walker because she had an unstable gait. We cannot rule out the possibility that she fell onto the device. We have no trend for this issue with this device. Due to the reported injury, this medwatch is being filed.

Event description:
The end user reported that the rear leg broke, causing her to fall and suffer a laceration to her knee.